Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with ventricular tachycardia. The device was recording the event actively in the monitor zone so was unable to be reprogrammed to deliver shock in that zone in order to convert the rhythm. The device detection was disabled in order to reprogram, and after reprogramming the device successfully converted to sinus rhythm. The delay in high voltage therapy was due to programming. The patient was in stable condition.